Event description:
A hemodialysis user facility has reported that the line separated at the twister site. It was also reported that as a result of the separation, the pt had a 100 ml blood loss. The facility has been contacted for additional info. It has been learned, the event occurred during rinseback once the treatment was completed as the remainder of blood was being returned to this pt. The pt did not require any medical intervention as a result of this incident. The remaining lines have been pulled out of circulation and the facility will return all of them for eval. The actual sample has been discarded.